Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
An abbott field service engineer (fse) was servicing an architect c4000 and cut his finger on a small piece of glass that was in the high concentrated waste outlet tubing. The glass pierced the fse's protective glove. The fse went to the doctor and was given an (B)(6) vaccine and (B)(6) medication. No adverse outcome due to the treatment was reported.

Manufacturer narrative:
A review of historical data revealed no additional tickets associated with the issue described in this complaint. This is the sole complaint for this issue. Review of the field service engineer training materials was performed. The review determined the field service engineer is provided a broad overview of appropriate laboratory conduct including wearing personal protective equipment (ppe). There is no indication of a malfunction or deficiency of the high concentration waste tubing, or the architect clinical chemistry system.